Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the instrument is not correctly identifying the microorganisms. Exact occurrences is unknown. There was no patient impact nor erroneous results reported. The following information was provided by the initial reporter: "they are not giving correctly the identifications of the micro-organisms."

Manufacturer narrative:
Investigation summary: a failure for mis-identification of patient results was reported on a phoenix m50 instrument. The customer reported that they were sporadically receiving inaccurate results on different strains, most commonly where the expected outcome was s. Aureus, with the instrument instead reporting s. Epidermidis. A bd field service engineer (fse) was dispatched to the customer site. The fse reviewed the available results with the customer and reviewed the lab workflow, finding no concerns. The customer advised that they were confirming the results were mis-identified using vitek. As part of troubleshooting, the fse carried out maintenance on the instrument, including calibration of the optical system. Identifications performed subsequently were believed to be more consistent in accuracy; however, it is not possible to corroborate the improvement with the optical adjustments. Potential other contributing factors to mis-identification include workflow errors related to characteristics of the strains (as they came from multi-treated patients). No errors of the instrument were observed. Based upon this investigation, this is an unconfirmed failure of the phoenix m50 instrument. The root cause was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the instrument is not correctly identifying the microorganisms. Exact occurrences is unknown. There was no patient impact nor erroneous results reported. The following information was provided by the initial reporter: "they are not giving correctly the identifications of the micro-organisms."